Event description:
The service report shows that the co's customer support engineer (cse) was notified of damage concerning the ventilator. The cse verified the unit's filter heater assembly was damaged and he replaced the assembly. The unit passed extended self testing. It was not determined how the filter assembly became damaged but customer abuse or mishandling is suspected. This report is not an admission by co that this device caused or contributed to the event alleged in this report.